Manufacturer narrative:
Device evaluation summary: the hawkone was received for analysis. The hawkone was inspected and noted the torque shaft was bent at an approximate 90 degree angle beneath the strain relief. The distal assembly showed the tecothane bulging outward approximately 2 cm distal the cutter window. Tissue appeared to be protruding between the laser drilled coils at the area of the observed bulging. The location of the bulging was on the same plane as the cutter window, opposite of the guidewire tubing. A bulge to the tecothane layer of the distal assembly was observed. Tissue appeared to be protruding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone m device with a 6fr ansel cook sheath and 0.014 spartacore guidewire for the treatment of a moderately calcified plaque lesion of length 150 mm which exhibited 60-70% stenosis located in the right mid-distal superficial femoral artery (diameter 4 mm). Device was prepped as per IFU. Once loaded onto the spartacore, physician advanced the catheter into the lesion site and made three cuts resulting in the nosecone filling up. The tissue was unable to be flushed as the bulging on the nosecone would not allow the dft over it. The catheter was safely removed from the patient for cleaning. During cleaning the nose cone, the bulge was observed. The tech tried to advance the dft over the nose cone but had difficulty. A new catheter was opened to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.